Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm with unresolved multiple troubleshooting attempts. Per reporter the residual volume was 8.9 ml, rate is 2.2 ml/hr, given is 83.10 ml bubbles observed. No adverse patient effects were reported. Per reporter no additional information is available at this time.